Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that a knife was dull and or blunt during cataract surgery. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
Additional information is provided in sections h.3, h.6 and h.10. Two opened knife samples in blisters were received for the report of dull or blunt blades. One of the returned knives was seated tip down into the material of the blade protector tray, the returned samples were visually inspected and were found to be nonconforming with damaged tips. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The damage seen on the returned complaint samples could have contributed to the customer's reported issue of dull blades. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tips exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Samples have been received at manufacturing that have not yet been evaluated. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received has clarified that there were two knives noted to be dull and or blunt during cataract surgery for this reported event.